Event description:
A customer reported that the quick bolus/wake button on their pump was difficult to press and sometimes required multiple attempts to activate the screen, which was causing inconvenience. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to ensure the pump was not connected to a power source and to press the button with the tip of the finger while supporting the pump. The pump display turned on successfully, but the customer still found the button hard to press. The customer was advised to use the same technique, resulting in the button functioning as intended.